Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. The system lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed the electrical test performed. The device failed the residual gas analysis test. The internal visual inspection revealed a resistor had a corroded trace. The dye penetrant inspection revealed intrusion was noted at feedthru pin. It is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis data and intrusion of the dye penetrant into the ics inner cavity, due to a fine leak failure in the feedthru assembly. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and a shift in resistance values of a resistor. This ultimately caused the device to cease functioning. This older device is no longer manufactured. This is the final report.